Event description:
It was reported to philips that the system was not switching on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was not switching on due to host pc software corrupt. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that the host pc software was corrupted. To resolve the issue, fse reloaded software to the host pc. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.